Event description:
Patient required intubation 3 times due to cuff balloon deflating after intubation of 2 attempts. Endotracheal tube size 7.0, ref: 5-10314, expiration dates. Balloon cuff of 7.5 ett stayed inflated throughout surgical case without incident. Patient's o2 sats, ventilator tidal volumes, and peak pressures maintained. No adverse effects noted to patient condition during above or pacu reported. Recommend removing ett 7.0 with ref: 5-10314, expiration date from service with replacement 7.0 ett made available for use and/or check cuff balloon inflation twice before use of ett in circulation.